Manufacturer narrative:
Initial reporter address 1: (B)(6) .

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified vessel. A 2.00 mm x 20 mm emerge balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed pinhole in the balloon 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified vessel. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, on initial inflation at 4 atmospheres, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.